Manufacturer narrative:
A ge service representative offered phone support and explained a related operation guidance and operation during the service call. The image was corrected. The system was found to be working and put back into service.

Event description:
The customer reported that the 8800 system would not x-ray and the image was unclear. No patient injury was reported.